Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed off no power twice during reservoir changes. There was no low battery warning prior to the off no power alarms. The patient's blood glucose at the time of incident was 13.4 mmol/l. The customer had already received a replacement battery cap in april; however, the battery issues have progressively worsened. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms or blank display or off no power anomalies were noted. All the buttons functioned properly and no frozen display was noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.